Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a crossover of the device, believed to occurred during original procedure. Therefore, a surgical intervention was performed to remove and replace the ipp. No additional patient complications were reported.